Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on april 29, 2025 with lot number 3133819. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required

Event description:
Patient reported rupture. Later, healthcare professional reported rupture diagnosed via ultrasound. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b3, b5, b6, d1, d2a, d2b, d4, g2, g4, h4.

Event description:
Device has been explanted.